Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding- cotton fibers fall apart [device breakage] , applicator shredding the tampon [device physical property issue]. Case narrative: consumer reported via phone that the fibers fall apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding- cotton fibers fall apart [device breakage] . Applicator shredding the tampon [device physical property issue] / case narrative: consumer reported via phone that the fibers fall apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding-cotton fibers fall apart [device breakage]. Applicator shredding the tampon [device physical property issue]. Case narrative: consumer reported via phone that the fibers fall apart. No injury reported.